Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 18, 2021. Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 170 - manufacturing process problem identified. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was not returned for evaluation. The representative retention samples of the same lot number were reviewed for damage to the venous inlet on the reservoir with no damage observed on three samples. Due to an increase in broken venous thermistor complaints and internal discovery, an investigation has been conducted resulting in the modification of production fixturing to prevent the occurrence of broken venous thermistors. A training has been conducted for all production operators that handle thermistors and the subassemblies into which they are built. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular, prior to cardiopulmonary bypass, during setup, when the venous probe was connected, it broke and fell off. The case was completed without venous temp in line. *no health consequences or impact the product was not changed out *the surgery was completed successfully